Manufacturer narrative:
(B)(4). The investigation was completed on 01/13/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for sodium (na), chloride (cl), and potassium (k) on patient. There was no patient information at the time of this report. Test times are not available at this time. However, the customer states that repeat testing was performed approximately 30 minutes apart. Method:I-stat, time: unk, na: 116, ica: 2.0, k: >8; I-stat, unk, 135, 4.3, 4.6. There are no injuries associated with this event. The investigation is underway.